Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was also reported that the ICD reached premature depletion in less than three years. The ICD was explanted and replaced with a new device. No patient complications have been reported as a result of this event.